Manufacturer narrative:
Multiple attempts have been made on 09nov2024, 15nov2024, 05dec2024, and 20dec2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device shows many failures and that there is a message to check. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.